Event description:
It was reported that asymptomatic patient presented to clinic regarding alert for non-sustained lead noise. Upon interrogation of the device, it was observed that the non-sustained lead noise was due to oversensing of myopotentials on the near-field channel. The device was reprogrammed successfully. The patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.